Event description:
It was reported that during the surgery it is hard to open/close the tip. No patient injuries and complications were reported. No back up device was available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One 3.4 suction punch was returned for evaluation. Visual assessment of the device showed no abnormalities. The device was functionally tested per print and was found to function as intended. Reported complaint of the device opening and closing hard could not be confirmed.